Event description:
During a retroactive review of past treatment events for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. Downloaded data from a (B)(6) year old female pt alerted zoll customer support on (B)(6) 2014 that the pt was treated at 15:13:28 on (B)(6) 2014. The pt reported that she was coming back home from outside when she reached the door, she received the treatment. The pt stated that her monitor was in her coat pocket and she did not hear the alarms. Dual lead noise and artifact contributed to the false detection. A review of the downloaded data confirms that the response buttons were pressed after the treatment was delivered. The pt has no plans of contacting her physician or seeking medical attention. The pt continued to wear the lifevest.

Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. There is no info to suggest that the pt sustained a serious injury. The pt had no plans of contacting her physician or seeking medical attention. The pt continued to wear the lifevest. Device eval summary: device eval of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. Upon investigation, the monitor and electrode belt were fully functional and able to detect and treat a pt. Device manufacture date: monitor sn (B)(4): 09/01/2010 - reuse; electrode belt sn (B)(4): 03/01/2013 - reuse. Add'l inappropriate defibrillation narrative: inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Pts are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(6). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdg.